Event description:
It was reported that metal shavings were coming out of the pin collet during reprocessing in the sterilization process department at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, score marks were found on the driveshaft where the thrust washer rides.